Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-feb-05. It was reported that the patient's pump was alarming a single toned alarm. It was noted the patient had "been neglected prior to moving to (B)(6)" and they didn't know when her refill date would have been. Her last refill was noted as being performed on (B)(6) 2017 and the pump had been turned to minimum rate afterwards. The patient had been in "bad pain" on (B)(6) 2019 so they took her straight to the hospital in (B)(6), then they flew down to (B)(6) on (B)(6) 2019 and the patient was brought to the hospital in (B)(6). Considerations were reviewed with the caller. No further complications were reported.

Event description:
Information was received from a healthcare professional regarding a patient currently receiving dilaudid at 0.06 mg/day via an implanted pump. The pump was previously delivering dilaudid at 3.437 mg/day. The concentration was unknown. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the pump was going to go empty last week friday, so they had the pump turned down on wednesday ((B)(6) 2017). The patient had a seizure on friday ((B)(6) 2017) and they were not sure if it was related. A home health agency had been managing the patient¿s pump as the managing physician had moved or retired. No further patient complications have been reported as a result of this event.